Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material clogging the air/water nozzle could not be determined, however, it is likely that the silicon tubes and packing of the peripheral equipment were damaged and fragments entered the air and water channels and clogged the nozzle. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Event description:
The customer reported to olympus that an insertion part was leaking when using the evis lusera colonovideoscope. The issue occurred during reprocessing. The diagnostic procedure (enteroscope) was completed with a similar device and there was no patient harm associated with the event. The device was returned and evaluated, and foreign materials were found inside the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Foreign materials were found inside the nozzle and the light guide lens was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.